Manufacturer narrative:
The technician removed the emergency trend valve and found the rubber plunger was broken. He replaced the valve to repair the bed.

Event description:
Info rec'd indicates the head hi/low function is drifting down slowly.